Event description:
Healthcare professional reported a left-side deflation and capsular contracture, baker grade unknown. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening and yellow particles. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth in the posterior side due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation and capsular contracture, baker grade unknown. Device was explanted.